Event description:
The customer initially reported that during the user test, their device would reboot instead of completing the user test. The customer did report that this was only occuring during the user test. After an evaluation by physio-control, it was observed that the device was unable to complete a boot up cycle at all, when attempting to power the device on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.